Manufacturer narrative:
Covidien reference: (B)(4). A tracheal tube was returned for investigation. An inflation test was performed where air was applied to the tracheal tube cuff. No deflations were observed during testing. The tracheal tube cuff functioned as intended. The reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4) . The sample was discarded by the customer. An unused product will be returned for investigation.

Event description:
It was reported that during patient use, the pressure inside a tracheal tube cuff, declined. There was no report of patient harm as a result of this event.